Event description:
It was reported that the user experienced insulin leakage from the cartridge area, with no drops observed at the tubing end during fill, and subsequent recurrent leakage after a supply change; the connector was initially attached outside the pump and later attached correctly after education, and the user had been overfilling to approximately 2.5 ml instead of 1.8 ml. Symptoms included hyperglycemia with blood glucose rising above 400 mg/dl for approximately 4 to 5 hours, without ketones and without acute medical sequelae. Outcomes included transient disruption of insulin delivery resulting in elevated glucose requiring user troubleshooting, without hospitalization or professional medical intervention. Investigation included customer service troubleshooting and education regarding correct cartridge insertion, connector attachment while the cartridge is in the pump, and correct insulin fill volume. Investigation of this case revealed user technique issues related to connector attachment and overfilling that are consistent with leakage at the cartridge interface. It was concluded that the event was related to use error leading to interrupted insulin delivery and hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.